Event description:
Complainant alleged that during a routine shift check by a clincian, the device displayed red "x" and gave a "unit failed" prompt. Complainant indicated that there was no patient involvement in the reported malfunction.